Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient's first pump tanked (battery) while they were camping 300 miles from home. The pump had only been implanted for approximately two years. The patient didn¿t even know it had an alarm. It had been refilled just before the patient left, so they were pretty sure that wasn¿t the problem. The pump had to be replaced. It was noted the patient had been thrown into withdrawal without warning. The event date was unknown.